Event description:
The dentist reported the ilpc441 screw fractured. Both abutment and fractured fragment has returned. Implant remains in patients mouth.

Manufacturer narrative:
Visual inspection confirmed that the lpctsh (retaining screw) has fractured with the fractured portion remaining stuck inside of the abutment screw. The remaining portion of the lpctsh has not been returned for review. No additional evidence of damage was identified on the ilpc441 device when visually compared to the drawing. Visual inspection and complaint history review did not provide indication of a manufacturing deviation. A definitive root cause has not been determined. This complaint has been determined to be non-reportable.